Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device implanted in the laa of the patient after several recaptures and repositions. There were no complications that were reported to have occurred during the procedure. Two hours post procedure the patient developed hypotension and chest pain while in recovery. An echocardiogram was performed which showed that the patient had a pericardial effusion. The physician performed a pericardial tap and drained 600cc of blood from the patient. The patient fully recovered.

Manufacturer narrative:
B5: describe event or problem - updated to account for cardiac tamponade and pericarditis. D3: manufacturer address 1, manufacturer city, manufacturer state, manufacturer zip/postal code - updated. G1: MFR contact first name, MFR contact last name, MFR contact phone number, MFR contact email- updated. H6: patient codes- added a cardiac tamponade and pericarditis patient code.

Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device implanted in the laa of the patient after several recaptures and repositions. There were no complications that were reported to have occurred during the procedure. Two hours post procedure the patient developed hypotension and chest pain while in recovery. An echocardiogram was performed which showed that the patient had a pericardial effusion. The physician performed a pericardial tap and drained 600cc of blood from the patient. It was further reported that the patient experienced a cardiac tamponade in addition to the previously reported pericardial effusion on the same day post procedure. One day post procedure, the patient also experienced pericarditis.